Manufacturer narrative:
The reported event could not be confirmed, since the device was returned for evaluation and it does not match the reported failure mode. As per the visual inspection, no visible damage could be confirmed. There were no damage marks visible on the screwdriver blade t10 ao, self retaining. As per the functional inspection, the screwdriver was tested with 2 different variax 2 t10 screws. The self-retaining function was fine, the screws could be picked up without issue. Even after trying to shake the assembly, the screws did not fall. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation the root cause of the failure is undetermined as reported issue could not be confirmed. The functional inspection was being performed and the results were ¿the self-retaining function was fine, the screws could be picked up without issue. Even after trying to shake the assembly, the screws did not fall¿. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: during the operation to remove the clavicle implant, there was a feeling of discomfort in fitting the screw and driver. When checked after the operation, the tip of the driver was damaged.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: during the operation to remove the clavicle implant, there was a feeling of discomfort in fitting the screw and driver. When checked after the operation, the tip of the driver was damaged.